Event description:
During an implantation procedure, the guide wire was unable to be passed through the left ventricular (lv) lead. The lead was replaced, and a new lead was successfully implanted with no patient consequences.

Manufacturer narrative:
A complete lead was returned in one piece without a guidewire for analysis. A guidewire could not be inserted beyond the distal region of the lead due to a bunched inner coil. The cause of the reported event was isolated to the bunched inner coil, consistent with procedural damage. The reported event of guidewire insertion failure was confirmed.